Event description:
The complainant reported that the patient arrived at the hospital with ventricular tachycardia storm. Extracorporeal membrane oxygenation and impella 5.5 was placed. In the intensive care unit, the impella was repositioned overnight with echocardiogram (echo) due to runs of vt. Echo showed pump too deep. Once repositioned ectopy ceased. The patient continued impella support until it was explanted as planned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.